Manufacturer narrative:
(B)(4). Additional information: this operation was total laparoscopic hysterectomy and this device was used with ligament. There was no bleeding because the surgeon finished the selling then this the joe was not opened. He hold the handle strongly again and again. Finally, it was opened. Immediately, he changed the replacement and finished the operation as planned. The patient is stable.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, there was difficulty in opening and closing the jaws. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.